Event description:
The customer reported that the needle never retracted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to reported hyperglycemia, or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.